Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device back up vvi mode was observed on the device. Patient was asymptomatic. A cyber security upgrade was attempted however the device showed backup vvi reverted. The device was restored to normal function via firmware download performed successfully. The patient will continue to be followed normally.

Manufacturer narrative:
Correction: manufacturer report 2938836-2018-02802 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).